Event description:
According to the reporter, during a laparoscopic procedure, the clips jammed. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the presence of clips in the instrument tube. The clip counter was not active. One malformed clip was jammed in the jaws and the instrument handle was flaccid. Functional testing found that the instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization of trigger and internal components. It was observed that the wishbone link had disconnected from the trigger handle and was damaged. The damage to the wishbone link precluded further evaluation. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when side load is applied to one side of the the instrument jaw, pushing the jaw past the center line of the tube prior to actuating the handle (wedge plate activation). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. When firing the instrument squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.